Event description:
Md saw swelling above catheter site when in office for chemo, used different site for chemo, cxr showed severed catheter ruptured with distal portion in right atrium. Distal portion removed transvenously on 12/30/95. Port removed & replaced on 1/2/96.